Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 03/2022). Device not returned.

Event description:
It was reported that during an angioplasty procedure of a chronic total occlusion in the right superficial femoral artery, the pta balloon allegedly ruptured. It was further reported that the patient allegedly experienced vascular dissection and an additional intervention was required to implant stent. The current patient status is unknown.